Event description:
Customer rpeorted the pt had septic reaction while dialyzing. The pt had shaking chills, rigors and a temperature increase to 101.9. The pt was sent to the hosp. The pt was placed on antibiotics and blood cultures were done (date unknown). The pt tested positive for enterobacter cloacae.